Manufacturer narrative:
This follow up report is being submitted to correct information provided in the initially submitted MDR. Section d1 (brand name) has been corrected. Section d4 (lot) has been corrected.

Event description:
The complainant reported that a patient was implanted with an impella device for mechanical circulatory support. The purge cassette disk was not recognized by the automated impella controller (aic) despite multiple reinsertion attempts. After replacing the aic, the purge cassette and disk were successfully recognized. The patient outcome is still to be determined as the patient remains on support.

Manufacturer narrative:
There are two associated devices for the reported event. Investigation summary: data review: console logs from the reported complaint date were consistent with what was reported in the complaint. During case start, the user was unable to advance past step 2 where it is instructed to insert the purge disc. A ¿purge disc not detected¿ alarm [event set #(B)(4)] was issued shortly after. (See ¿(B)(4)¿ in the attachments) device analysis: console (B)(6) was tested after arriving in field service. The issue was properly detecting the purge pressure disc was reproduced, and the purge flag was observed to be broken. (See "(B)(4)¿ in the attachments). Root cause: the purge disc flag was observed to be broken and was the root cause of (B)(6)¿s inability to detect the purge disc. (B)(4) documents the possible root causes of a fracture of the purge flag which is not tied to a manufacturing or design defect, typically caused by fluid ingress into the purge pressure sensor assembly. Repair: before sending this console back to the customer, field service was instructed the following: - replace the purge disc detect flag [(B)(4)] and purge flag spring [(B)(4)]. - perform sections 10-12 of pm procedure [(B)(4)]. - perform a full functional check on the console and optical system [(B)(4)]. Device history review: q1) service history review - are there any qns associated with the complaint device¿s most recent service report? No. Q2) subcomponent lot review - were there any other product malfunction complaints in this subcomponent lot related to this failure mode? N/a. Q3) complaint history review - have there been any other complaints against this console? Yes. There were 3 other complaints made against this console: (B)(4): issue recognizing pump insertion. Likely result of pump plug not being fully inserted into the blue receptacle, caused by excessive contamination. (B)(4): placement signal ¿drift¿. Likely due to pump (B)(4). (B)(4): rlm leds blinking simultaneously for over 1 minute. Corruption of microsd card. Phr summary: there were no issues related to the complaint discovered when reviewing the product history of console (B)(6).